Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were broken. No conclusion could be reached as to what may have caused the reported incident, as there were no cartridge returned for analysis.

Event description:
It was reported that during an unknown procedure, the device did not cut. There was no adverse pt consequence.